Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device is to be scheduled.